Event description:
Customer reported erroneous test results were obtained for platelet concentrate product sample when using the coulter lh 780 hematology analyzer. Erroneous test results were not released for the platelet concentrate product sample. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 2 events reported by this customer. This is the second of two platelet concentrate products tested on two separate days.

Manufacturer narrative:
Service was not dispatched for this event. Product labeling was evaluated. As per product labeling, the coulter lh 780 hematology analyzer is intended for analysis of whole blood and cerebrospinal, serous, and synovial fluids and not platelet concentrate. Instrument generated messages alerts the operator to further review the sample. Root cause is unk, but may be attributed to the type of sample used. Additionally, instrument generated messages alerts the operator to further review the sample. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00799.